Manufacturer narrative:
Updated fields: d9 (device available for eval), h6 (investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4 (UDI#). A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the temperature sensor. The fse then performed the functional which were conducted with positive results.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit is overheating problems. There was no patient harm.